Event description:
Per the clinic, the patient experienced soft tissue problems around the abutment due to possible allergic reaction. Treatment with topical cream (date & type not reported) was unsuccessful. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.